Event description:
Pt reported obtaining back-to-back blood glucose results of 197 mg/dl and 95 mg/dl, while using the suspect device. Pt stated that 4 days later, he performed an additional set of back-to-back tests with results of 149 mg/dl and 75 mg/dl. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Qc testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.